Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was returned for evaluation. Visual inspection noted all the components are assembled properly at the tube. Functionally, the device was inflated and deflated with no leaks observed. It was reported that the cuff did not inflate. An associated device issue could not be confirmed. The most likely root cause could not be identified because no related problem was detected with the device. The evaluation found no potentially contributing factors, and the sample met all related specifications. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device with the quantity of two with the size of 8.0mm had an inflation failure. The products did not inflate so they switched to a 7.5mm which did inflate. There was no patient involvement.